Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer attempted to load a new cartridge and the customer received a minimum fill message. Subsequently, customer received another cartridge alarm 19. There was no reported impact to customer's blood glucose level. Customer indicated they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 was verified; however there was no failure identified for the alleged minimum fill issue.